Event description:
The customer called olympus to request a warranty replacement. The device was returned where evaluation discovered the connecting tube could not be connected to the connector in the reprocessing basin due to the detachment of the lock lever. There was no harm or user injury reported due to the event. This report is being submitted for the reportable malfunction found at evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service found the reportable malfunction, a visual inspection upon the received condition found the connecting tube; one side of the grey lock levers and one side of the metal clips were detached and missing from the reprocessor (green) plastic connector side and missing/detached metal clip and lock lever were not returned for evaluation. In addition, there were scratches noted with the tube outside, minor scratches on the (green) plastic connector and scratches and nicks on the metal connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that external stress was applied to lock lever of connecting tube, which broke the lever and the tube was unable to be connected. As a cause of external stress above, the user may have applied force toward incorrect direction. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "9 preparation and inspection 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor the field performance of this device.